Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. No vibration anomaly noted. Insulin pump was unable to verify button error alarm and motor error alarm due to blank display. Insulin pump had corroded motor home switch. Insulin pump also had minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was exposed to moisture and it alarmed button error and motor error. Customer's blood glucose was 600 mg/dl. Customer swam with the device. Customer states the device is vibrating without an alarm or alert. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.